Event description:
Medtronic (covidien) received report that during onyx embolization of an arteriovenous malformation (avm), located in right temporal parietal lobe, the marathon catheter became entrapped and was left within the patient. The injections were not continues as the physician paused on several occasions between 30 to 60 seconds each time, total injection time was 41 minutes. There was approximately 15mm of onyx reflux. Force was applied while attempting to remove the catheter; the patient became bradycardic when attempting to withdrawal the device and the (middle cerebral artery) mca went into spasm. For that reason, the entire catheter was left in the patient. Approximately 30 cm of the catheter will be returned. Avm was reported to have been ruptured prior to treatment. The patient's anatomy moderate in tortuosity. There are no current plans to remove the catheter from its current location. Aspirin give was given and the patient is reported to be asymptomatic. Three lot numbers different lot numbers onyx were used. However it is unknown which of the reported lot numbers was used when the entrapment of the device occured.

Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the device was defective or defect of the device during use, but rather procedure related and their causes were unknown. The lot history record review was not possible since the lot number was not reported. Per the onyx IFU (instruction for use): do not allow more than 1 cm of onyx to reflux back over catheter tip. Excessive onyx reflux may result in difficult catheter removal and potential entrapment. Reference (B)(4). Information received from the same report as MFR: 2029214-2015-00830, 2029214-2015-00831, 2029214-2015-00833.